Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. It was also noted that the catheter was kinked at the middle section. Microscope examination was performed, and it was found that one of the hooks was bent. The catheter was unraveled at the distal section. Dimensional examination was performed on the bushing outside diameter, and it was found to be within specification. No other issues with the device were noted. According to this evidence such as; catheter kinked, unraveled and bushing hooks bent, the device might have a directly effect in the performance of the device and consequently contribute with the problem faced by the customer. It is possible that operational factors, such as user technique inserting or removing the device through the scope or some anatomical factors could increase the resistance at the moment in which the device was advanced through the patient causing that the user needs to apply more force on the device, additionally the failures observed at the distal section of the unit could be caused due to a tangential force applied in the clip against the tissue. Additionally, the clip assembly was not provided as part of the device complaint and the presence of this component is very important to the investigation to perform further analysis, as the event reported is directly related to this piece, which also could be the reason deployment difficulties. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. During the procedure, the clip tried to clip the wound; however, the clip directly fell off into the patient's body. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the one of the bushing hooks was bent; therefore, this is now an MDR reportable event.